Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated as 8/15/2024. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was a closure of an unspecified access site using a prostyle device relative to an interventional transcatheter aortic valve replacement (tavr) procedure. Reportedly, the anterior footplate got stuck and stayed up. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. A conclusive cause could not be determined for the reported difficult to retract the foot. Factors that may contribute to a difficult to open or close the foot include but are not limited to, tissue or suture caught in the foot which likely led to the reported device entrapment. The unexpected medical intervention appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that this was an arteriotomy closure of the right common femoral artery after the tavr procedure using a 6f sheath. Reportedly, the anterior footplate got stuck and stayed up with two prostyle devices. The devices were manipulated by physician until they came loose and removed. The second prostyle device was deployed but not successful at hemostasis. An 8f then 9f and then 10f sheaths were placed but significant bleeding continued. Manual pressure was held but the patient was sent for surgical repair as this was only temporary holding bleeding at bay. No additional information was provided.